Event description:
This is a spontaneous case report received on 04-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Follow-up received on 27-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("abdomen lower part pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension, asthma, migraine, gerd and bipolar disorder. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes describe: lots of changes unable to describe"), weight increased ("weight gain"), mental disorder ("psychological or psychiatric problems condition: still in treatment"), urinary tract infection ("urinary tract infection"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the abdominal pain lower, genital haemorrhage, hormone level abnormal, weight increased, mental disorder, urinary tract infection, nausea, migraine, headache, dysmenorrhoea and dyspareunia had not resolved. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, mental disorder, migraine, nausea, urinary tract infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Patient underwent an essure confirmation test in 2005 - ultrasound. Current weight as of (B)(6) 2018: 213 lbs. Approximate weight at the time of essure placement: 165 lbs. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure start date and removal date were added, company drug code updated. Events medical device removal and complication associated with device were replaced with abdominal pain lower, genital haemorrhage, hormone level abnormal, urinary tract infection, mental disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, weight increased. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abdominal pain lower ("abdomen lower part pain") and genital haemorrhage ("abnormal bleeding (general) / heavy bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's past medical history included seizure, confusion, vomiting, chest pain, adenomyosis and depression. Concurrent conditions included hypertension, asthma, migraine, gerd, bipolar disorder, constipation, anemia, bipolar disorder, joint pain, cervicitis, arthralgia and endometriosis of uterus. In november 2005, the patient had essure (ess205) inserted. In november 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In december 2005, the patient experienced genital haemorrhage (seriousness criterion medically significant). In january 2006, the patient experienced migraine ("migraines") and headache ("headaches"). In february 2006, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2006, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes describe: lots of changes unable to describe"), weight increased ("weight gain"), mental disorder ("psychological or psychiatric problems condition: still in treatment"), dysmenorrhoea ("dysmenorrhea (cramping)") and mood swings ("severe mood swings"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube), oophorectomy (one side removal of ovary).) And surgery (hysterectomy with unilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain and mood swings outcome was unknown and the abdominal pain lower, genital haemorrhage, hormone level abnormal, weight increased, mental disorder, urinary tract infection, nausea, migraine, headache, dysmenorrhoea and dyspareunia had not resolved. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, mental disorder, migraine, mood swings, nausea, pelvic pain, urinary tract infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Patient underwent an essure confirmation test in 2005 - ultrasound. Current weight as of (B)(6) 2018: 213 lbs. Approximate weight at the time of essure placement: 165 lbs. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received,event added as pelvic pain, severe mood swings, patient did not undergo essure confirmation test. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.